Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A product investigation was completed: the tooth of the guide sleeve and the tip of the tube are compressed. Outer thread on the sleeve is damaged; therefore a proper functionality with the buttress/compression nut is not ensured. There is no additional damage or malfunction on the submitted instruments that is not aligned to the complaint description. In addition the review of the production histories revealed that these instruments were manufactured in the year 2014 in accordance with all established requirements and with no non-conformities reported. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. There was no indication for material or design related issue. The initial medwatch the following information was inadvertently entered: ¿this report is for one unknown guide sleeve yell. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blade could not be impacted; it blocked during the procedure. The blade, which was inserted about one centimeter over the nail. They had to dismantle everything; it was difficult to remove the blade. It was discovered that the locking mechanism already was in the locked position. After the locking mechanism was opened, everything went well. The surgery was prolonged for about twenty to twenty-five minutes and took sixty minutes total. It was reported that the patient died during the hospital stay the day after the procedure. The patient was in poor health before the procedure and the death was thought to be related to the patient¿s lung disease.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the blade could not be impacted, somehow it blocked during the procedure. The blade, which was inserted about 1cm over the nail, could hardly be extracted (that is the reason why the instruments look used up). They had to dismantle everything. The problem was, that the locking mechanism already was in the locked position (it should be open, when the nail is unpacked) after the locking mechanism was opened (back to original position), everything went well. Nobody from the operating room-team has changed the locking mechanism or manipulated it. The surgery was prolonged. The patient died post-operatively, the patient was in a very poor condition because of lung disease, it had nothing to do with the implants. The surgery was prolonged about 20-25 minutes. The surgery took 60 minutes. The death occurs during the hospitalization. The patient died the day after surgery. The patient had a chronic lung problem (chronic infection due to bronchiectasis with pseudomonas, chronic heart failure, renal insufficiency, diabetes due to chronic steroid use and osteoporosis. The family refused an autopsy. This report is 3 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: size and weight unknown. An investigation summary was performed. The investigation of the complaint articles has shown that: 03.037.017: the tooth of the guide sleeve and the tip of the tube are compressed. Outer thread on the sleeve is damaged; massive damage on the backside of the metal flange. The functionality is not affected due to this damage. 03.037.017: the tooth of the guide sleeve and the tip of the tube are compressed. Outer thread on the sleeve is damaged; therefore a proper functionality with the buttress/compression nut is not ensured. There is no additional damage or malfunction on the submitted instruments that is not aligned to the complaint description. In addition the review of the production histories revealed that these instruments were manufactured in the year 2014 in accordance with all established requirements and with no nonconformities reported. No indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown guide sleeve yell. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.